Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left cavernous internal carotid artery (ica) aneurysm with a pipeline flex device, the physician noticed that the distal part did not open. It was reported the pipeline flex was delivered with no issues and was unsheathed distal to the aneurysm. It was then resheathed when it open and pulled back into the microcatheter and then was deployed more proximal. As it was being deployed the distal end did not open and the middle section opened as normal. The physician then re sheathed and tried the same process 3 times and the ped still not open so it was removed. Then a ped-475-20 was used and this deployed with no issues. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device is expected to be returned; however, has not been received at this time. A supplemental report will be filed if the device is returned. The lot history record was reviewed and no quality issues were noted. (B)(4).

Manufacturer narrative:
The pipeline stuck inside the microcatheter¿s hub was returned for evaluation. The catheter tip appeared to be smashed. The catheter was found to be flattened. The catheter was tested with a mandrel and it got stuck at the damaged location. The catheter was cut to remove the pipeline. The distal and proximal ends of the pipeline were found opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's complaint could not be confirmed. The pipeline was opened with damaged braid. It is possible that the damaged braid may have contributed to the reported issue subsequently causing the ends of the pipeline to not open. The catheter was also damaged. However the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.